Manufacturer narrative:
Continuation of d11: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep called the patient and left a message that they would attend postop on may 13 however on may 13, the patient left early and rep did not meet with the patient. The staff reported to the rep that the patient stated everything was fine.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the patient had a normal ipg replacement ,however the ipg was at end of service (eos) so the manufacturer representative (rep) could not interrogate & run a baseline impedance test. Patient reported normal stimulation coverage prior to eos. Impedance test was checked following new ipg connection & electrodes 9,11,12 &13 were below 50, connectivity was normal. Rechecked in recovery room and 9,11, & 13 were below 50. Patient was too sleepy to test. The patient would be seen at postop may13 to check stimulation. The healthcare provider (hcp) was not prepared to change lead if needed and the patient had general anesthesia so could not test on table. No patient symptoms were reported. No further complications were reported/anticipated.